Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 5 would not open and, when prompted, would immediately cause the main device to shut down. A field service engineer found two separate latch harnesses to be damaged, causing a short. The door control card was also damaged. The complaint was related to a double tower that had all its latches replaced, and since then, any attempt by pharmacy to open a door would shut down the main device. Further investigation revealed that multiple harness wires had been crushed, causing a short that compromised the door control printed circuit board assembly (pcba). Two latches and the door control card were replaced. The device was fully tested and confirmed to be functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower caused the pyxis medstation not to power up. The customer reported there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower caused the pyxis medstation not to power up. The customer reported there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.